Event description:
It was reported that episodes of non-sustained right ventricular oversensing were seen during an in-clinic check. Review of the episodes noted device was competitive atrial pacing due to p-waves falling into the post ventricular atrial refractory period. Programming changes were made. Patient was fine.